Event description:
The manufacturer service technician reported that the device didn't stop when trigger was released while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The manufacturer service technician reported that the device didn't stop when trigger was released while it was being serviced at the user facility. There were no adverse consequences related to this event.